Event description:
(B)(4) robotic surgery performed by dr (B)(6). A hysterectomy. I ended up going to 4 gynecologists trying to figure out what happened to me. I became very ill with immune problems, lost my job, no sex, and numerous other issues.